Event description:
Patient called lfs alleging that their one touch ultra meter would not power on. Patient did not experience any symptoms during the time of concern. Patient did not take any actions following the attempted use of the meter; however, they did contact a medical professional for advice. Patient recalls testing with an unknown meter and obtaining a reading between "145 mg/dl" and "148 mg/dl". The customer service representative discovered that the meter powered on by pressing the power button, however, not when a test strip was inserted into the test strip port. The meter was replaced due to an unresolved power issue. The patient neither alleged harm or experienced injury or medical intervention. Based on the information supplied by the patient, the event meets the criteria for a medical device reportable.